Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual insp and correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be torsional overload while applying the torsion insertion technique; and the use of specialty inserter, which has two added protrusion features comparing with the standard inserter which will exacerbate the breakage during twist insertion.

Event description:
It was reported that the doctor was inserting a cage into a disc space using a rotate and turn technique utilizing a custom inserter when the graft broke. He was under bilateral screw distraction at the time and had shaved the disc space to the corresponding cage height. The doctor left the broken segment in the space and back filled with bone.

Event description:
It was reported that the doctor was inserting a cage into a disc space using a rotate and turn technique utilizing a custom inserter when the graft broke. He was under bilateral screw distraction at the time and had shaved the disc space to the corresponding cage height. The doctor left the broken segment in the space and back filled with bone.